Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 10 months post implant of a 20 mm sapien 3 valve in the pulmonic position, the patient returned with a large gradient. The team post dilated with a 22mm balloon and inserted a 23mm s3 valve.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
Correction to section h6. The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to unavailability of medical record/pertinent imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in pulmonic position within a pre-existing conduit, which was not an indicated use of the sapien 3 (s3) thv with the commander delivery system (ds) at the time of implantation in the es region; therefore, this was off-label operation. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''approximately 3 years and 10 months post implant of a 20 mm sapien 3 valve in the pulmonic position, the patient returned with a large gradient, exhibited stenosis and regurgitation. The team post dilated with a 22mm balloon and inserted a 23mm s3 valve.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. It may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration, including cardiac remodeling, calcification, non-calcific degeneration, leaflet thickening, or fibrosis. Due to limited information, a definitive root cause of the valve stenosis was unable to be determined at this time. In this case, patient had stenosis (patient factors), which likely contributed to the reported regurgitation. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 10 months post implant of a 20 mm sapien 3 valve in the pulmonic position, the patient returned with a large gradient, exhibited stenosis and regurgitation. The team post dilated with a 22mm balloon and inserted a 23mm s3 valve.